Event description:
It was reported that during a procedure there was a leak between the connection of the tubing and the biopsy needle. There was a 30 minute delay to obtain another unit. As per the customer no medical intervention was needed and the surgery was completed successfully.

Manufacturer narrative:
Upon visual inspection of the returned product, it was confirmed that the reported event referred to a ¿broken luer spindle¿ failure. The device was scrapped by the manufacturer.

Event description:
It was reported that during a procedure, there was a leak between the connection of the tubing and the biopsy needle. There was a 30 minute delay to obtain another unit. As per the customer no medical intervention was needed and the surgery was completed successfully.